Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product conditions could have contributed to the reported hospitalization for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose had read high (>500 md/dl) all day and that correction boluses did not bring her bgs down. She was very thirsty, had dry mouth, felt nauseous and vomited. She went to the ER where she was given 2 and a half bags of IV fluids.